Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code m410 lot v1363934 (lot laser marked on the component code 600316) before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received on this specific device lot. Technical evaluation: the technical evaluation on the returned device, received on april 7, 2017, is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation will be available. As soon as the results of the investigation are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Device currently under technical evaluation.

Event description:
The information provided by the local distributor indicates: - device code: m410 [l-clamps (left/right set) for pennig minifixator]; - batch number: v1363934 (lot laser marked on the component code 600316); - quantity: 1; - hospital name: (B)(6); - surgeon's name: dr. (B)(6); - date of initial surgery: (B)(6) 2017; - body part to which device was applied: mc3 right hand; - surgery description: lengthening ; - patient information: (B)(6), male; - problem observed during: clinical use on patient/intraoperative; - type of problem: device functional problem; - event description: "during surgery the wire got stuck in the l-clamp and couldn't be removed from it. The first wire was drilled freehanded, the second wire was placed using the l-clamp as drillguide. After drilling the wire through the clamp we realized that the wires were placed in the wrong holes, we used the most distal holes instead of the proximal holes. When the dr. Tried to extract the clamp from the wire, we found that the wire was stuck in the clamp and could not be removed. The dr. Tried to extract the wire manually, without result. Eventually we removed the wire (and the l-clamp) from the patient's bone. I tried to pull the wire out of the l-clamp with a clamp, but I to failed. Eventually I cut of the sharp end of the wire and we decided to use the standard clamp instead of the l-clamp". The complaint report form also indicates: - the device failure did not have any adverse effects on patient; - the initial surgery was not completed with the device; - a replacement device was not immediately available; - the event led to a clinically relevant increase in the duration of the surgical procedure (extra anaesthesia required); - an additional surgery was not required; - a medical intervention was not required; - copies of the operative reports are not available; - copies of the x-ray images are not available; - patient current health condition: no response provided. On april 5, 2017, orthofix (B)(4) received the following additional information on the event: - delay in surgery took about 20 minutes; - we received no info from the surgeon regarding patient's health condition. (B)(4).

Manufacturer narrative:
Analysis of historical records. Orthofix (B)(4) checked the internal records related to the controls made on the device code m410 lot v1363934 (lot laser marked on the component code 600316) before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(6) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received on this specific device lot. Technical evaluation: the returned device, received on april 7, 2017, was examined by orthofix (B)(4) quality engineering area. The returned clamp included an unidentified wire stuck into a hole. The device was subjected to visual and dimensional check as per orthofix (B)(4) specifications. The visual check evidenced that both the clamp and the wire are strongly damaged, furthermore the code and batch of the wire is not legible. The dimensional check, performed where possible, did not evidence any anomalies. A calibrated gauge was inserted into the free holes of the clamp to verify the correct sliding of the wires and their locking. The results of this functional check evidenced the conformity of the device. The results of the technical evaluation concluded that the returned device is conforming to drawing specifications. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. On april 9, 2017: "in this case from (B)(6) a (B)(6) boy was having a lengthening procedure on his right third metacarpal. The pennig minifixator was being used with an l-clamp. During the application a wire became jammed in the l-clamp, which had to be removed. The operation was completed with a standard clamp. I note in the images of the l-clamp that the wire is in situ and the dot on the cam is not in the correct position for the wire to be free. I would expect that this procedure would take 30 to 50 minutes. An extra 20 minutes is just significant". On may 11, 2017 with the results of the technical analysis: "the exact sequence of events at the operation is still not clear to me. The wires were in the distal holes of the l-clamp and should have been in the proximal holes, they say. I assume that the wires were positioned in the vertical configuration with the wires convergent. Of course with convergent wires it is not possible to remove the clamp without first removing one of the wires, so it is not possible to remove the clamp and reapply it with the correct holes being used, without removing one of the wires. I have no idea from the information provided if these comments are relevant to this case. I understand from the technical report that it was not possible to remove the wire from the clamp, so it is indeed jammed. However, the three empty holes in the clamp were checked and found to be within specification. As far as it is possible to say this l-clamp is to specification. It is possible that the wire was not manufactured by orthofix, or it is possible that the cause of this event were some technical reasons at the time of the operation". Final comments: the results of the technical evaluation concluded that the returned device is conforming to drawing specifications. The medical evaluation evidenced as follows: "in this case from (B)(6) a (B)(6) boy was having a lengthening procedure on his right third metacarpal. The pennig minifixator was being used with an l-clamp. During the application a wire became jammed in the l-clamp, which had to be removed. The operation was completed with a standard clamp. I note in the images of the l-clamp that the wire is in situ and the dot on the cam is not in the correct position for the wire to be free. I would expect that this procedure would take 30 to 50 minutes. An extra 20 minutes is just significant. The exact sequence of events at the operation is still not clear to me. The wires were in the distal holes of the l-clamp and should have been in the proximal holes, they say. I assume that the wires were positioned in the vertical configuration with the wires convergent. Of course with convergent wires it is not possible to remove the clamp without first removing one of the wires, so it is not possible to remove the clamp and reapply it with the correct holes being used, without removing one of the wires. I have no idea from the information provided if these comments are relevant to this case. I understand from the technical report that it was not possible to remove the wire from the clamp, so it is indeed jammed. However, the three empty holes in the clamp were checked and found to be within specification. As far as it is possible to say this l-clamp is to specification. It is possible that the wire was not manufactured by orthofix, or it is possible that the cause of this event were some technical reasons at the time of the operation". Based on the results of the technical investigation and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem that occurred is not device-related. Considering the information provided, it is not possible to draw any definitive conclusion in regards to the complained clamp. The analysis of the historical data evidenced that no other notifications have been received on this device. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - (B)(4), - batch number: v1363934 (lot laser marked on the component code 600316), - quantity: 1, - hospital name: (B)(6), - surgeon's name: dr. (B)(6), - date of initial surgery: (B)(6) 2017, - body part to which device was applied: mc3 right hand, - surgery description: lengthening, - patient information: (B)(6), male, - problem observed during: clinical use on patient/intraoperative, - type of problem: device functional problem, - event description: "during surgery the wire got stuck in the l-clamp and couldn't be removed from it. The first wire was drilled freehanded, the second wire was placed using the l-clamp as drillguide. After drilling the wire through the clamp we realized that the wires were placed in the wrong holes, we used the most distal holes instead of the proximal holes. When the dr. Tried to extract the clamp from the wire, we found that the wire was stuck in the clamp and could not be removed. The dr. Tried to extract the wire manually, without result. Eventually we removed the wire (and the l-clamp) from the patient's bone. I tried to pull the wire out of the l-clamp with a clamp, but I to failed. Eventually I cut of the sharp end of the wire and we decided to use the standard clamp instead of the l-clamp". The complaint report form also indicates: - the device failure did not have any adverse effects on patient, - the initial surgery was not completed with the device, - a replacement device was not immediately available, - the event led to a clinically relevant increase in the duration of the surgical procedure (extra anaesthesia required), - an additional surgery was not required, - a medical intervention was not required, - copies of the operative reports are not available, - copies of the x-ray images are not available, - patient current health condition: no response provided. On april 5, 2017, orthofix (B)(4) received the following additional information on the event: - delay in surgery took about 20 minutes, - we received no info from the surgeon regarding patient's health condition. (B)(4).